Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 18985272 / 2000012036.

Event description:
It was reported that following an ipg replacement procedure (MFR. Report number: 3006630150-2022-05294), the patient developed and infection at the ipg site. Symptoms of redness and fluid discharge were noted. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.